Event description:
Rv lead pacing impedance and shock impedance have trended down since implant. Atrial signal appears noisy and is constantly being undersensed due to low amplitude signal. Potential over-sensing of the p-wave can be seen on the rv channel. Full lead evaluation recommended. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.